Event description:
09/21/2022 -it was reported that this patient experienced an inadequate stimulation, it was noted that the right ventricular (rv) lead exhibited a dislodgement, it was confirmed through a x-ray. The lead was adjust and lead remains active and the patient will have a normal follow up. No additional patient effects were reported.